Event description:
The device was used in a sca event. On arrival at victim 999 call was already dispatched and CPR already commenced by by-stander. Defibrillator was turned on and gave a low battery warning. A new battery was inserted, the pads were attached and five shocks were administered.